Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes would under fill. There was no report of patient impact. The following information was provided by the initial reporter: customer states - blood collection tubes will not draw minimum amount of blood. Draw <1.6 ml, this occurs with straight needle collection, multiple staff, inconsistent results. Historically will start loss of vacuum, 1 month prior to expiration.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes would under fill. There was no report of patient impact. The following information was provided by the initial reporter: customer states - blood collection tubes will not draw minimum amount of blood. Draw <1.6 ml, this occurs with straight needle collection, multiple staff, inconsistent results. Historically will start loss of vacuum, 1 month prior to expiration.